Event description:
Info was received in aug-2004 from a surgeon regarding an unidentified pt who experienced peritonitis after receiving seprafilm. The pt underwent a colectomy with low anterior resection and received seprafilm adhesion barrier directly on the intestines (number of sheets not provided) on an unknown date. Three days after the initial surgery, the pt experienced severe abdominal pain. After the surgery, the pt's white blood cell count was 12000/ mm^3 and increased and has maintained to 18000/mm^3. On post-operative day three, the pt did not have urine output and a computed axial tomography scan showed no leaks. Upon re-operation, the area of seprafilm placement was red and inflamed and a murky fluid was found. The area was irrigated with 8 liters of fluid. The pt made a full recovery from the procedure. The relationship between seprafilm and the adverse event was considered to be related by the surgeon. MFR's comment: this is one of two reports from the same surgeon. Please refer to MFR. Control #sflm-10098 for details regarding the second report. Please also refer to sflm-10097 for another case of peritonits from this reporter.